Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid correction: section d unique identifier (UDI) & initial reporter phone part analysis: the report of the medstation es aux that presented a drawer hard to close was confirmed by the field service engineer (fse). According to work order 02079860, the fse reported that the hh drawer 4.1 was replaced with customer supplied drawer due to damaged slides, the repair functionality was verified in diagnostics. During dchu laboratory visual inspection of the smart hh cubie dwr mod received no visual anomalies were observed. During laboratory testing of the smart hh cubie dwr mod, the retainer cages were found to have shifted from their designated positions in both drawer locations, exposing the ball bearings. Additionally, the left side slide rail in drawer position one was missing ball bearings, which compromised drawers stability and alignment. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended positions, resulting in the unintended exposure of ball bearings within the rail mechanism. Additionally, the left side slide rails at drawer position one was missing ball bearings. The displacement of the retainer cages, along with the presence of exposed and missing components, disrupted the linear motion of the slide mechanism and significantly compromised the drawers functionality, impairing its ability to open and close as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was hard to close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the retainer cages had migrated from their intended positions. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to close. A field service engineer (fse) replaced half height drawer 4.1 with a customer-supplied drawer due to damaged slides. Functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was hard to close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.